Event description:
Patient presented to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician prescribed oral antibiotics.

Event description:
Patient presented back to the physician with an exposed stimulation lead that eroded through the neck incision site. Physician brought the patient into the operating room, flushed the wound with an antibiotic solution, and replaced the stimulation lead.